Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) resulting in an inappropriate shock. The lead sensitivity was adjusted and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.